Event description:
The user used incorrectly an adaptor connected to the lumencath applicator for a bronchus application, when using x-ray catheters to determine the distance to the most distal dwell position. When the source was sent out, it went 4cm too far (equivalent to adapter length: 4cm). As a result, 7 gray was incorrectly delivered to the patient, however, with no immediate consequences for patient. The user used incorrectly an adaptor connected to the lumencath applicator for a bronchus application, when using x-ray catheters to determine the distance to the most distal dwell position. When the source was sent out, it went 4cm too far (equivalent to adapter length: 4cm). As a result, 7 gray was incorrectly delivered to the patient, however, with no immediate consequences for patient.

Manufacturer narrative:
Event caused by operator error. Further treatments were given incorrectly. This is the manufacturer's final report.